Manufacturer narrative:
B5: upon follow up, it was reported that the patient has recovered from the peritonitis event and antibiotic treatment was discontinued. D11: catheter unknown should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as patient made an unspecified mistake. It was reported that the patient was not hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1g, every five days, ongoing, route not reported) and amikacin injection (125mg, daily, ongoing, route not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. It was reported that the patient has been retrained for proper aseptic technique. No additional information is available.